Event description:
Pt inserted cleaner in her eye mistaking it for drops. She immediately removed her contact lens, flushed the eye with water and rubbed the eye with her finger. The next day she was in pain and the left side of her face was swollen. She saw an eye care practitioner and was subsequently diagnosed with a central corneal ulcer, corneal abrasion, peripheral opacity and superficial keratitis of the left eye, which resolved with treatment. There is a central corneal scar caused by chemical injury and mechanical trauma.